Event description:
(B)(4). Allergies to just about everything I ate, weigh gain, lower back pain, several menstrual bleeding, headaches, fogging brain, joint pain, blurry vision, rash, and bloatedness.